Event description:
Customer reported via phone call that the charger had blinked red. The blood glucose reading is unknown.

Manufacturer narrative:
Unable to charge due to corroded battery spring contact.